Manufacturer narrative:
Problem code 1069 captures the reportable event of wire broke. Visual examination of the returned device revealed the device looked to be in good condition, and no defects were noted. All compiled information from this investigation determines that the most probable cause is no problem detected since the complaint included a returned device review (visual and physical) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no anomalies were observed. The review confirmed that the accepted device met all manufacturing specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation on december 25, 2018 that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, it was noticed that the wire was fractured when the sphincterotome was inserted into duodenal papilla. There was no other visible damage for the product and package. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the wire was fractured when the sphincterotome was inserted into duodenal papilla. There was no other visible damage for the product and package. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.